Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient wanted to pump checked because she thought it might be in the wrong place because since implant it has hurt and bothered her. The caller stated that she had already been to the hospital to have the pump checked and no issues were found. It was reported that the hcp would no longer put anything into the pump because he "didn't know what was going on with the pump". It was noted that the patient was taking additional oral medication "novolog I mean oxycodone, lidocaine, delexacan and citalopram". The caller stated that the patient had a follow up appointment scheduled for (B)(6)2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid currently and previously unknown morphine (unknown concentrations and doses) via an implanted pump for non-malignant pain and chronic low back pain. It was reported the pump ¿had not been working¿ and the patient went to the hospital because of it. The patient just saw her pain doctor and they did a dye study. The patient was started with morphine in the pump and they increased the medication three times, but it still was not working so they changed the medication to dilaudid. The patient was to follow-up with the healthcare provider (hcp). The event date was (B)(6) 2019. The patient reported the hcp was waiting for a call back from the rep to discuss the dye study they did with the patient and additional information received indicated the rep spoke with the patient. No further complications were reported or anticipated.